Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant downstream occlusion alarms were reproduced and confirmed through eval. This condition was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. These alarms reportedly occurred in the facility's pediatric intensive care unit (picu). It was also reported there was no pt injury.